Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low flow alarms. A specific cause for the low flow events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted log file captured intermittent low flow alarms from 26nov2022 through 05dec2022. Transient driveline fault alarms were also observed on 17nov2022 and 03dec2022, consistent with potential driveline wire compromise. No interruption to pump function was observed. The pump operated as intended above the low speed limit, and there were no other notable alarms active in the log file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. Section 5, "alarms and troubleshooting," outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard and driveline fault alarms, and provides information regarding how to respond to and troubleshoot the alarms. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to right ventricular (rv) failure. Ventricular tachycardia had led to right ventricular failure which led to the patient failing to thrive. The patient was transitioned to hospice care and expired (B)(6) 2022. The device performed as expected. The patient's outcome was not thought to be device or therapy related.

Manufacturer narrative:
Known driveline faults covered in MFR 2916596-2022-13090. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had known driveline faults and was on an ungrounded cable at home. The patient recently developed frequent low flow alarms. The patient was at home on hospice and called ems (emergency medical services) due to frequent low flows. The patient had been having lower oral intake and deconditioning. The log file continued to capture intermittent driveline fault events. Unrelated to the driveline fault events the file was also capturing intermittent low flow events between 26nov2022 and 05dec2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms and low flow events; however, a specific cause for these findings could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the patient's outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device was not explanted and was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists cardiac arrhythmia, right heart failure, and death as adverse events which may be associated with the use of heartmate ii lvas. This section also provides an explanation of all pump parameters, including pump flow. No further information was provided. The manufacturer is closing the file on this event.